Manufacturer narrative:
On (B)(6) 2025, it was reported that the sensor broke into two pieces during removal on (B)(6) 2025. Per case notes, all the pieces of the sensor were extracted. An RMA was approved to return the broken sensor to senseonics for further investigation. However, at the time of this complaint the sensor was not received at senseonics. The root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation.

Event description:
Senseonics was made aware of an event where the sensor broke into two pieces during removal. Event happened on april 17, 2025, at 02:31 pm. According to the hcp, one of the pieces was thrown away and the other one was preserved to be sent for further evaluation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.